Manufacturer narrative:
Product analysis # (B)(4) :two (2) photos were received. One photo showed the distal end of the graft and the stent stop. The second photo showed the partially deployed graft and the proximal section of the device post removal from the patient. Product analysis #(B)(4): device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The distal section of the device comprising of the taper tip, spindle, inner, graft cover and partially deployed graft was returned for evaluation. The graft cover had broken 23.0cm from the tip. The graft cover material was jagged and uneven at the break site. Bunching was visible to the graft cover at the distal end of the stent stop. The graft was manually removed from the graft cover. Deformation was observed to the inner spiral shaft. The reported deployment/expansion difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned for implant in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. No significant vessel tortosity or calcification was noted. It was reported that during the index procedure, as the physician was deploying the proximal end of the main body, by rotating the slider counter-clockwise, they noticed a problem with the stent graft cover. At first, the stent graft cover didn't retract, then slowly moved with resistance. It required the physician to use more force than usual. The retraction of the stent graft cover stopped just before the point where the contralateral leg would normally be released. At this point, the delivery system blue slider stopped working, and the physician determined that there was a severance problem with the stent graft cover. The physician then retracted the slider fully, and released the proximal end of the suprarenal stents. As the blue slider was not working the physician then manually disassembled the delivery system, located the severance of the graft cover and stabilized the delivery system. Unfortunately, the physician couldn't manually retract the stent graft cover to deploy the stent graft. The physician felt strong resistance during the attempts to retract the stent graft cover. The physician then decided to convert to open surgery and the stent graft was removed from the patient. The patient was transferred to the intensive care unit after the procedure. As per the physician, the cause of the event was a stent graft defect. It was noted no deformation was observed on the delivery system. No additional clinical sequelae were reported and the patient will be monitored.